Event description:
Boston scientific received information that this pacemaker dependent cardiac resynchronization therapy defibrillator (crt-d) patient's device was interrogated in the emergency room (ER) after the patient reported receiving two shocks. Upon interrogation, a red screen appeared on the programmer recorder monitor (prm), and the device was found to be in safety mode. Of note, the patient has been undergoing a course of radiation therapy treatments.

Manufacturer narrative:
The boston scientific technical services department advised that the device now has limited tachycardia programming available. The patient has suffered no adverse effects as a result of these observations. Subsequently, the device was explanted and returned for analysis. This event will be updated as additional information becomes available. Analysis of this device was performed at our post market quality assurance laboratory. A review of device memory confirmed that the device had entered safety fallback mode, due to memory corruption which had likely been induced from radiation therapy. Further analysis confirmed that both bradycardia and tachycardia therapy was still available while the device was implanted. This event will be updated if any additional information becomes available.